Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810502704, interchangeable humeral assembly, lot # 65012733. G2: france. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-01387. H3 other text : unknown.

Event description:
It was reported that the patient had an initial surgery approximately 2 years ago. Subsequently, the patient is experiencing pain secondary to a possible cobalt chrome allergy. A future revision procedure is indicated; however, no revision procedure has been reported to date. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the revision took place approximately a month ago.

Manufacturer narrative:
(B)(4). Proposed g-code: mechanical (g04) - stem updated: b4, b5, d2, g4, h1, h2, h3, h6, h10 the reported event is not confirmed as as the implants do not contain cobalt chromium and the source for the pain is unknown. Radiographs were reviewed and if was found that the elbow arthroplasty alignment is anatomic. There is no fracture. Radiolucency is noted along the humeral implant which may be loose but is not displaced. Bone quality is markedly osteopenic. Two months later it was seen that the elbow arthroplasty alignment is anatomic. There is no fracture. Bone quality is again markedly osteopenic. There is slight interval progression of the osteolysis along the humeral implant without displacement. The over all impressions show radiolucency along the humeral implant consistent with osteolysis, and with possible implant loosening as noted and subsequent pain. Implant alignment is maintained. Bone quality is markedly osteopenic. Device history record was reviewed and no discrepancies relevant to the reported event were found. Allergy: upon conclusion of the investigation, no problem was found with the given devices as the implants do not contain cobalt chromium. Pain: a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.